Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d354drg ICD, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported the patient is deceased and the patient had an apparent sudden cardiac death. It was further reported that clinic review of device episodes show evidence of repeated high power therapy delivered on the date of the patient death and it is unclear as to whether therapy was successful. The patient is reported to have died due to an apparent arrhythmia. The device was further noted to have been explanted without disabling detections.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.